Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found helix is extended and dried body fluid and tissue in the helix. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations high capture thresholds.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to screw became completely unresponsive when changing location due to high threshold. A new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to screw became completely unresponsive when changing location due to high threshold. A new lead was placed. No adverse patient effects were reported.